Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high thresholds and loss of capture. A surgical revision was performed in which the lead was repositioned. No additional adverse patient effects.